Event description:
Decision made by physician to utilize left common femoral artery as initial access to obtain marker catheter angio. A 12fr sheath was advanced. As the sheath was advancing smoothly, there was an immediate drop in the pt's blood pressure and a vessel tear was identified. Great difficulty was had in an attempt to control bleeding and the decision was made to convert the pt to open surgical repair. The abdominal aortic aneurysm and the femoral artery were successfully repaired and physician expects a good recovery. The excluder bifurcated endoprosthesis was never introduced or implanted. This event was related to vascular access only.